Event description:
Information was received indicating that this ambulatory infusion pump exhibited over infusion and failed a volume test. No adverse patient effects were reported.

Manufacturer narrative:
One cadd pump was returned for analysis in used condition. Visual inspection of the pump shows the pump has a chipped from housing. Review of the event history log has no information. Use testing was performed. The customer complaint was confirmed. Service trimmed the expulsor to bring it better into the range of the specification. The root cause was attributed to the expulsor.

Manufacturer narrative:
Updated to no patient involvement per customer response.